Event description:
It was reported that a patient underwent a peritoneum repair procedure on (B)(6) 2022 and suture was used. During use, the needle broke and was retained. Two days later, the patient experienced local edema, difficult fetal extraction. The portion of the retained needle was removed in exploratory surgery three days after the repair and the patient was discharged one day after removal of the needle. Prolongation of hospitalization in two days. Contact information was not reported. No additional information was available.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device history lot: a manufacturing record evaluation was performed for the finished device lot number ap1729, and no non conformances / manufacturing irregularities were identified.